Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Root cause: the root cause was a failure of the operator to double-check the donor information.

Manufacturer narrative:
This report is being filed to provide additional information in b.5 and h.10. Investigation: the procedure notes on the run sheet stated there were no problems with the collection. No adverse consequences to the donor were reported. Correction: retraining was offered to the customer, but no response was received. Investigation is in process. A follow up report will be provided.

Event description:
The customer declined to provide the donor's age.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The rdf indicates that the weight was initially entered as 210 lb at 16:34:20 which matches the run sheet. A minute later at 16:35:30, the weight was updated to 280 lb, which matches the value of the historical platelet pre-count recorded on the offline sheet. Values from the taps report were used to calculate the system calculated ac infusion rate compared to the actual ac insfusion rate: ac to donor: 119 ml procedure time: 26 min calculated tbv (280 lb) : 6755 ml actual tbv (210 lb): 5733 ml system calculated ac infusion rate: 119 ml/ 26 min / 6.755 ltbv = 0.68 ml/min/ltbv (average) actual ac infusion rate: 119 ml/ 26 min / 5.733 ltbv = 0.79 ml/min/ltbv (average) the actual ac infusion rate was still below the maximum ac infusion rate of 1.2 ml/min/ltbv allowed by the trima. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Investigation is in process. A follow-up report will be provided.

Event description:
The customer called in because they could not locate their taps report. The customer provided their offline run sheet for reference. During troubleshooting the terumobct software support specialist identified that the customer's run had been processed through infovu and was available. A review of the documents found a discrepancy in the donor's weight between infovu and the customer's offline sheet. The procedure log indicated the weight was initially entered as the matching value (210 lb), then updated on the trima to 280 lb. No adverse consequences to the donor were reported. Patient age is not available at this time. The disposable set is not available for return because it was discarded by the customer.